Event description:
It was reported that post implant, crosstalk was observed on the ventricular channel. Reprogramming changes were made. No adverse consequences were detected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.